Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated that she received numerous no delivery alarms, changed set, and alarms persisted. Customer also reported that site pain does occur occasionally. Troubleshooting performed and pump operating as designed. Customer was advised to change site location.